Manufacturer narrative:
(B)(4). Batch #: u93k22. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic colectomy, ¿blade error detected¿ was displayed frequently in the middle of the operation. After the error occurred several times, the titanium blade tip broke when the nurse cleaned the blade. There is a possibility that the device touched metal. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.